Event description:
Incident reported as: chest drainage tubing comes apart at site of red disconnect clamp. Clamp does not hold secure causing accidental disconnecting. No further information available. No medical intervention or patient injury reported.

Manufacturer narrative:
Sample has been requested, but not received yet. Additional information regarding complaint and also lot# has also been requested.